Manufacturer narrative:
Insulin pump received with a motor error alarm during rewind due to corroded mother home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose reading at the time of the call was 400 mg/dl and has treated with manual injections. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Mother mentioned that they were unable to complete the rewind sequence as the insulin pump was alarming motor error. Customer was advised to return the pump.